Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The following information comes from "journal of adult congenital heart disease" 2017, jan. Vol.6, no.1 page 145 (p1-5-5) obtained through a weekly document retrieval service from an outsourcing company. Title: migration of amplatzer duct occluder used for occlusion of a residual shunt after the patch closure of ap window in the chronic phase (available only in japanese). At the age (B)(6), the patient underwent a patch closure of aortopulmonary (ap) window. At the age (B)(6), the patient underwent an aortic valve replacement (avr) by konno procedure for the treatment of aortic stenosis (as). The postoperative course was uneventful with no symptoms of cardiac insufficiency. At the age (B)(6), the patient was hospitalized due to worsening of right cardiac failure. A right heart catheterization was performed and pulmonary hypertension was diagnosed. A bump-like structure was revealed between the aorta and pulmonary artery through computed tomography (CT). Based on findings of CT and transesophageal echocardiography (tee), multiple foramen was formed around the patch where the ap window was closed and a shunt was observed. Severe pulmonary regurgitation (pr) was confirmed as well. Bosentan was administered for the treatment; however, the symptoms did not improve. The foramen was going to be closed for the purpose of reducing the left-to-right shunt promptly. In 2014, at the age (B)(6), an 8/6 mm amplatzer¿ duct occluder (ado) was implanted for the treatment of the residual shunt. Postoperatively, beraprost and sildenafil were additionally administered. Although multiple shunts still remained, right heart strain improved. Pulmonary to systemic blood flow (qp/qs) ratio dropped from 1.59 to 1.33. The symptoms of cardiac insufficiency improved to the level of nyha class ii. In 2016, at the age (B)(6), the patient's condition deteriorated and was hospitalized due to vomiting and diarrhea. Low output syndrome (los) and pulmonary hypertension were re-exacerbated. A medical therapy was started but the patient's condition was unstable. Therefore, a catheter intervention for the residual aortopulmonary shunt was performed. At that time, the 8/6 mm ado was found to have migrated to the terminal aorta. The ado was attempted to be removed percutaneously using a snare catheter but it got stuck around a femoral head and was unable to be retrieved from the patient. Therefore, the ado was surgically removed from the site of femoral head. Subsequently, a larger size of 12/10 mm ado was deployed at the foramen where the 8/6 mm ado was previously implanted. The larger ado was securely deployed in a stable position at the foramen and detached from the delivery wire. Postoperatively, due to pulmonary alveolar hemorrhage which had monitored since hospitalization, it required substantial time to promote adequate oxygenation. The patient's hemodynamics gradually and remarkably became stable. The patient was recovering from symptoms of cardiac insufficiency with the level of nyha class ii to iii. The author stated that as the 8/6 mm ado was deployed around the site of the patch closure for ap window, endothelium had not been adequately grown or fully covered over around the patch. It was likely to cause the ado migration about 1 year after implant. No additional information is expected.